Manufacturer narrative:
(B) (4). In this case, there was no reported product deficiency. Thrombosis is a known adverse event as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Additionally, it was reported that the patient experienced a recent acute myocardial infarction (ami), it should be noted that the xience v IFU states that the xience v stent is contraindicated for patients who had recent acute myocardial infarction (ami). In this case, it cannot be determined whether the IFU deviation contributed to the reported patient effects.

Event description:
Adverse event: sub acute stent thrombosis. Onset of adverse event: after the procedure. Devise issue: none. On (B) (6)2010, the patient was taken to the hospital with acute myocardial infarction (ami). After pre-dilatation was done in the proximal right coronary artery (rca #1), a 2.5 x 18 xience v was implanted. Then post-dilatation was done with a non-abbott balloon catheter and was pressurized to 28 atmosphere and the procedure was completed. On (B) (6)2010, the patient had coronary angiography (cag) and percutaneous coronary intervention was done to treat the chronic total occlusion of the circumflex (cx) and sub acute thrombosis of the xience stent deployed in the proximal rca. Reportedly, the patient has not complained of symptoms, and there was no evidence of cardiac arrest. No additional event or patient information was available.